Manufacturer narrative:
The full number for the product in question is (B)(4) ((B)(4)2003). Immucor technical support used a remote electronic connection method on 28jun2017 to assess the instrument test well images in question, and determined that the instrument test well images in question were visually negative.

Event description:
On (B)(6)2017, a customer site reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo echo instrument, when tested on (B)(6)2017.